Event description:
Medtronic received info that this bioprosthetic stentless aortic valve was explanted after approximately 2 years of service due to thrombus formation. The device was replaced without reported adverse pt effects.

Manufacturer narrative:
Results: device history review found the product met specifications when released for distribution. Conclusion: exact cause of the event cannot be determined as analysis has not been completed. The product has been returned to medtronic for analysis. To date, the analysis of this product has not been completed. Review of the device history record shows that this product met manufacturing specifications when released for distribution. A follow up report will be submitted upon completion of the analysis.